Event description:
It was reported by a customer in the USA that an 840 ventilator generated an error code indicating a loss of communication between the graphic user interface (gui) printed circuit board (pcb) and the breath delivery unit (bdu). There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer reported to have replaced the graphic user interface (gui) to breath delivery unit (bdu) cable, which resolved the malfunction. Customer conducted final testing, and calibrations. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).